Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a roux-en-y procedure, the device broke at the tip. It was believed that the tip was broken by the liver retractor. The tip did fall off the device and was retrieved from the patient. The device broke during removal at the end of the procedure. No additional device was required to complete the procedure. No patient consequences were reported.

Manufacturer narrative:
(B)(4). The analysis results found that the 2cb5lt device was returned with the tip of the sleeve broken; the broken part was not returned. The sleeve was visually inspected with magnification and evidence of excessive forces were observed at the broken area. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history records were reviewed with no anomalies noted during the manufacturing process.